Manufacturer narrative:
Additional information: a full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists driveline infections, sepsis and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information provided by the vad coordinator indicated that the patient did not have an autopsy. The patient had been treated for sepsis with abx however he suffered a cerebrovascular accident within 36 hours of admission after his international normalized ratio rose to 6.1 before it was treated. The vad was working appropriately, lactate dehydrogenase level was at baseline. There was no evidence of pump pocket infection. The patient did have positive cultures from the driveline and same organism in blood. The driveline infection resulted from poor dressing change technique for previous week from caregiver not being present. The vad team stated that the cause of death was related to sepsis and inadequate management of the patient's anticoagulation by the primary team which led to the hemorrhagic stroke. There was no indication that the pump was malfunctioning.

Manufacturer narrative:
(B)(4).the pump was not explanted and therefore is not available for analysis. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on an unspecified date for sepsis of unknown origin. On an unspecified date, the patient suffered an unrecoverable cerebrovascular accident reported to be from complications related to the sepsis. The patient subsequently expired on (B)(6) 2015. No additional information was provided.